Event description:
It was observed that during the device evaluation, the generator exhibited error e433 occurred history had been recorded multiple in the error log. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by an electrical abnormality. Error indicates internal abnormality and it occurs when the electronic board failure or the included foot switch failure. However, it was unclear whether which device failure led to e433 occurrence. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.